Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, flows were low and suction alarms occurred. The impella cp device was explanted. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was unable to be determined since product was not returned. This report is being filed as part of a retrospective review of historical records.